Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd epicenter¿ single user software a disassociation was observed by the laboratory personnel. There was no report of patient impact. It was reported by the customer that instrument and lis interface result difference ciprofloxacin mic instrument readout (<=0.125) and interfaced result (<=0.0625) don¿t tally, accession: 101787342. Penicillin mic instrument readout (>1) and interfaced result (8) don¿t tally, accession: 101787351.

Manufacturer narrative:
H.6 investigation summary customer reported a instrument and lis interface mic result difference regarding eucast bdxpert rules after upgrading from pud7.01 (444165/sn unknown). Ciprofloxacin mic instrument readout (<=0.125) and interfaced result (<=0.0625) don¿t tally, accession: (B)(4). Review of the information indicates that the epicenter test and isolate tab are reporting the correct information. According to the screen shots, a value of <=0.125 is shown at the test level but the lis log appears to show the value of <=0.0625 being reported both have an interpretation of ¿s¿. The screen shot is the results of the test, however epicenter reports at the isolate level. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of march. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10

Event description:
It was reported that during use with bd epicenter¿ single user software a misassociation was observed by the laboratory personnel. There was no report of patient impact. It was reported by the customer that instrument and lis interface result difference ciprofloxacin mic instrument readout (<=0.125) and interfaced result (<=0.0625) don¿t tally, accession: (B)(4). Penicillin mic instrument readout (>1) and interfaced result (8) don¿t tally, accession: (B)(4).